Manufacturer narrative:
(B)(4). Batch # unknown. Component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil detached, the bottom of the anvil shows staple marks, and both saddle pin caps that support the anvil were noted to be broken. A reload was received fully fired. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, doctor fired the gun and the staples did not form properly during the procedure. The anvil plate came off while using the gun. There was no delay in the surgery. No further information is available regarding patient consequences or any changes to the post-operative care.